Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued to use current pump for insulin therapy and reportedly, contacted the healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 206-210 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.